Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain 2 of 5 while the hp was not connected. The hp had disconnected from the hc due to feeling full. However, the hp did not press stop on the hc before disconnecting causing system error 2240. The hp had reconnected to the hc after draining 2500 ml using manual supplies. The technical service representative (tsr) assisted the hp with clearing the alarm in order to end the therapy. The tsr had the hp disconnect from the hc using aseptic techniques and remove the cassette. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for system error 2240, where the hp had disconnected from the hc without using proper aseptic techniques. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.